Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that the abutment screw (cuasa) became stuck in the abutment. The doctor was able to remove the screw with no damage to the abutment or implant.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
No product was returned for evaluation. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed and the following information was identified: instructions for use for zimmer dental implant systems 4894i rev 3-07/09 information identified: seating of prosthetic components. Internal hex or octagon components - to properly seat these prosthetic components, place the abutment retaining screw through the abutment and place the assembly into the internal bevel at the coronal portion of the implant. Rotate it until the abutment drops into place. The male hex or octagon should seat fully in the female hex or octagon of the implant once the torque wrench has been used to tighten the abutment to 30ncm. The alleged malfunction is unconfirmed based on the information provided and DHR review. The reported event could not be recreated as the products were not returned. A root cause cannot be determined. The following sections have been updated: (B)(4).